Manufacturer narrative:
Lit ref: https://doi.org/10.1016/j.carrev.2018.08.009. If information is provided in the future, a supplemental report will be issued.

Event description:
A prospective international 1:1 randomized trial was conducted to evaluate in a non inferiority design the relative safety and efficacy of ridaforolimus-eluting stents and slow-release zotarolimus-eluting stents a month 1919 patients undergoing pci. 961 patients from the population were implanted with resolute integrity zotarolimus-eluting stents. Patients in the zotarolimus-eluting stent group had history of diabetes, hypertension, hyperlipidemia, previous myocardial infarction, pci, CABG and smoking. These patients presented with stable coronary disease, acute coronary syndrome and elevated cardiac biomarkers. The vessels treated were lm, lad, rca and lcx. The treated vessels were pre and post dilated. Clinical outcomes reported at 30 days and 12 months post procedures were death, myocardial infarction, stent thrombosis and target vessel/lesion revascularizations. 2-year outcomes: target lesion failure at 24 months was 7.6% in the non-medtronic stent and 7.2% in the resolute stent (p = 0.79). In addition, there was no difference in cardiac death, target vessel myocardial infarction, ischemic-driven target lesion revascularization, and total mortality. Stent thrombosis occurred in 1.0% of the resolute stents and 0.5% of the non-medtronic stents.